Event description:
Svg with stent placement in the graft, femoral access: spider was positioned and 2 coronary stents were placed over the wire. When the spider was being retrieved, the removal catheter would not track through the stent. The stents were post dilated and yet the catheter was hanging up. Though the manipulations, the spider backed out and became entangled in the proximal stent. Upon removal, the spider and proximal stent came out together. The physician placed a new stent, and this was successful. No injury reported.

Manufacturer narrative:
Review of the manufacturer records for this device did not reveal any discrepancies relevant to the reported event.